Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that setscrew issues were encountered with this pacemaker during implant. It was reported that when the physician inserted a lead into the device header, the setscrew would not tighten down. It was unknown if it was the right atrial (ra) or right ventricular (rv) port of the device header. The device was attempted, but not implanted. Another device was successfully implanted. No adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that setscrew issues were encountered with this pacemaker during implant. It was reported that when the physician inserted a lead into the device header, the setscrew would not tighten down. It was unknown if it was the right atrial (ra) or right ventricular (rv) port of the device header. The device was attempted, but not implanted. Another device was successfully implanted. No adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.